Manufacturer narrative:
Title microwave ablation of liver malignancies: comparison of effects and early outcomes of percutaneous and intraoperative approaches with different liver conditions source med oncol, 2017 (1-11) date of publication: 20 february 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed from october 2014, while investigating the effects produced by a new-generation microwave ablation (mwa), out of 60 patients, 1 experienced pneumothorax during probe positioning that was resolved by immediate pleural drainage and another was complicated with liver abscess with pleural fistula and right basal pneumonia a few weeks after treatment that required percutaneous drainage with good clinical outcome.